Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, results of third-party testing and the device evaluation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - suctioning water was not performed for biopsy channel nor suction channel with using suction pump at precleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: light guide cover lens (small) --- chipped. Lens glue (2x) --- discoloration. Bending section rubber glue --- separated and worn coagulation --- less or specified value. Angulation --- play. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. User may prevent the event by handling the device in accordance with the following IFU. Reprocessing manual precleaning the endoscope and accessories aspirate water. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Water was aspirated through the channel manually. The automated endoscope reprocessor (aer) used was cantel medivators isa with cantel medivators detergent and rapicide pa a&b disinfectant. All channels were connected with tubes and the disinfectant concentration was controlled. The water was filtered and the filter was replaced periodically in accordance with the instructions for use. The device was dried with sterile paper, compressed air, and the dry function of the aer before it was stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for 170 colony forming units (cfus) of klebsiella pneumoniae. Two days later, the scope tested positive for over 100 cfus of klebsiella pneumoniae. A third test was performed five days later and the scope tested positive for less than 1 cfus of any microbes. Six days later, the scope tested positive for over 100 cfus of an enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.